Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and a veal suprarenal on (B)(6) 2015. Contrast was observed at a routine follow-up CT scan, at which time a type 3a endoleak was observed. The patient was asymptomatic. A vela infrarenal was added on (B)(6) 2016, immediately after which the endoleak was eliminated and the patient recovered well.